Event description:
Nurse reported, customer was hospitalized for high blood glucose. Nurse stated the customer had an episode of low blood glucose also. High pressure test was not performed at the time of call. No further details provided at time of call.

Manufacturer narrative:
Currently it is unk whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.